Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. After review of the users reprocessing steps, the following deviation from the instructions for use (IFU) was confirmed: - flushing was not performed for auxiliary water channel at precleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the following were noted: - light guide rod lens (3x) --- cracked. - bending section rubber glue --- separated. - connecting tube --- scratch. - mouthpiece --- scratches. - air/water cylinder --- scratched. - suction cylinder --- scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive on december 9th for 1050 colony forming units (cfus) of microbacterium spp and 1050 cfus of enterococcus faecium, staphylococcus haemolyticus, and neisseria flavescens. On december 20th it tested positive for 700 cfus of microbacterium and 700 cfus of coagulase negative staphylococcus, neisseria flavescens, and streptococcus sanguinis. All channels were sampled. The rinse water of the endoscope reprocessor was sampled and there was no contamination found. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is pramli power enzyme and the automated endoscopic reprocessor (aer) used is steelco ew2. The air/water channel was aspirated and flushed with water. The aer detergent is neodisher sc and the aer disinfectant is neodisher septo pac. The manual detergent is neodisher mediclean forte and no manual disinfectant is used. The instrument/suction channel, suction cylinder, and instrument channel port were brushed using endoss jpp50 manual brushes. The storage practice is using a steelco ed200 drying cabinet with the scope placed horizontally, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.